Event description:
It was reported by service report that the pt left side rail was damaged with exposed sharp edges. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Exposed sharp edges on the broken side rail assembly.